Manufacturer narrative:
Stryker evaluated the device and the reported issue was able to be verified and duplicated during evaluation. The root cause of the issue was faulty user interface pcb. The issue was resolved by replacing the user interface pcb. After completing other unrelated repairs, the device passed functional and performance testing and was returned to the customer.

Event description:
The customer reported that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated to the reported event.